Event description:
A hospital advised that a surgeon reported that during a vitrectomy procedure, the trocar cannula came loose. The trocar was repositioned and the procedure was able to be completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).